Manufacturer narrative:
The reported events were lead dislodgement and failure to extend the helix. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray testing showed that the inner coil inside the connector region was over torqued, consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, during a remote follow-up, the right ventricular (rv) lead was found to be dislodged. An attempt was made to reposition the rv lead, but was unsuccessful as the helix would not extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.